Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5(sensor model number mmt-7040a added) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-332a, mmt-1884, unomedical and mmt-7040a. No product return required for mmt-332a, mmt-1884, unomedical and mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had enquires regarding the 780g insulin pump system while experiencing hypoglycemia. The event involved product(s) mmt-332a, mmt-1884, unomedical. The customer noted experiencing low blood glucose events and pump is not giving insulin even low. The customer was advised that in smartguard mode, the pump suspends insulin delivery when glucose is low, as reflected in carelink data. The customer declined troubleshooting further. No further patient complications were reported. No products were mmt-332a, mmt-1884, unomedical were expected to return.